Event description:
Uterine manipulator broke off in a patient's uterus during a procedure. The surgeon removed the broken manipulator (all pieces) from the patient's uterus, and replaced it with a new manipulator.